Manufacturer narrative:
Lot #: 091832. Method: x-rays, device history review, complaint history review, risk assessment. Result: the customer reported that a screw was removed because one had a tulip popped out. Manufacturing records were reviewed and no anomalies were found. Conclusion: the plausible root cause cannot be determined conclusively because device was not returned for evaluation. Potential root causes may be: improper construct, set screws not tightened correctly. Excessive load due to unstable construct. Excessive load due to patient anatomy/pathology. Patient performs strenuous post-op activities. Surgeon applying too much torque to seat the screw head.

Event description:
It was reported that the post op images show a rod that has is not connected to the screw. Additional information: "the revision surgery occurred on (B)(6).

Manufacturer narrative:
Additional follow up will be provided once investigation is completed.

Event description:
It was reported that the post op images show a rod that has is not connected to the screw. Additional information: "the revision surgery occured on (B)(6).

Event description:
It was reported that the post op images show a rod that has is not connected to the screw. Additional information: "the revision surgery has not occurred yet, it is scheduled for (B)(6)."